Event description:
It was reported that the patient presented in clinic due to dislodgement of the left ventricular (lv) lead which was discovered via a chest x-ray post the initial implant procedure. This led to high capture thresholds. The patient was asymptomatic. The lv lead was repositioned successfully on (B)(6) 2023. The patient was stable throughout the procedure.